Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with anterior, posterior and enterocele repair. It was reported that the patient underwent an abdominoplasty in 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat vault prolapse, sui, and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision of the resection of the abdominal wall fascial scar on (B)(6) 2006 . Patient also had a resection of the anterior and apical vaginal subepithelial mesh on (B)(6) 2007 with limited benefit from previous release of the straps on (B)(6) 2006 also having slow-voiding time. Pt underwent a removal of posterior prolift on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent release of vaginal apex scar (z-plasty type repair with enterocele revision); resection of posterior vaginal epithelial cyst, exploration of the rectovaginal space and removal of polypropylene mesh on (B)(6) 2007 due to posterior introital vaginal epithelial cyst and vaginal apex scar band pain. It was reported that patient underwent robotic assisted laparoscopic sacrocolpopexy using y-mesh and perineoplasty on (B)(6) 2014 due to due to cystocele, rectocele, and penetration dyspareunia. No additional information was provided.